Manufacturer narrative:
H3, h6: the device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. No serial number was provided , a DHR review could not be performed. A complaint history review was performed for the product and failure mode reported, there have been further instances. Probable root cause may be kinks, leaks in the vacuum circuit, or a component failure. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during treatment the device presented full canister alarm activated with no content inside the device and the canister did not let negative pressure in the equipment. No harm or injury reported